Manufacturer narrative:
(B)(4). Medwatch report number: mw5065386.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, lysis of adhesions, the surgeon reported that the clip applier was cracking and popping in his hand. The surgeon had to remove one clip causing him to tear a vessel. The vessel was repaired and the procedure was completed without further incident.